Event description:
Smith & nephew received information regarding a post-op patient reaction following the use of two of co's bio-rci screws. Contact reported inflammation and possible infection. Contact made no direct connection between this pt condition and the use of the smith & nephew screws.